Event description:
Rptr hurt back in 1990 which was subsequently operated on in 1991. He reportedly had 6 bolts & 4 plates placed in his vertebral column. He indicated he had seen on tv that surgeons were placing these plates in procedures where device was not to be used. Plates are used on long bones. Complaint was that he was unable to work & that he did not meet criteria of disability required by medicare/social security.